Event description:
It was reported that oversensing was observed. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.7cm was returned for analysis. External insulation abrasion was noted at 18.0-18.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.